Manufacturer narrative:
Details about the reported event and documentation have been requested. The determination of whether or not the device contributed to the reported event is currently under investigation.

Event description:
Customer reported a patient expired while being monitored on the passport 2 monitor.